Manufacturer narrative:
(B)(4). The insulin pump had broken reservoir tube lip, no cracked battery tube threads noted.

Event description:
It was reported via phone call that crack was seen on near battery. The customer¿s blood glucose level was 115 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.